Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected no delivery alarm noted during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that they received recurring no delivery alarms. The customer's blood glucose was over 400 mg/dl. The customer's symptoms included dry mouth and difficulty breathing. The customer treated via insulin. During troubleshooting for the no delivery alarm, the customer confirmed that they were unable to fully resolve the issue. The customer stated that they did not try all remedies. The insulin pump was returned for analysis.